Event description:
The patient was enrolled in the cypress study due to unstable angina pectoris. The patient had a 95%, de novo, type b2 lesion in the proximal left anterior descending (lad) artery. The lesion was 11mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 14atm and a 3.5 x 13mm cypher stent was implanted at 20atm. The stent was post-dilated with a 3.5 x 13mm balloon at 10atm. It was noted that the diagonal artery within the region of the stent was "pinched." A whisper wire was advanced into the diagonal artery. A small dissection was then noticed and a balloon was inflated with good results. According to the investigator, the dissection was related to the index procedure and the cypher stent. Additionally, the patient's troponin level peaked at 0.08 post-procedure (uln 0.06). The patient was discharged the day after the index procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient had coronary artery dissection, coronary artery occlusion and elevated enzymes with the index procedure. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, previous pci (1998) of non-target vessel, myocardial infarction ((B)(6) 2010), heartburn and chronic leukemia. The patient was enrolled in the (B)(4) study due to unstable angina pectoris. The patient had a 95%, de novo, type b2 lesion in the proximal left anterior descending (lad) artery. The lesion was 11mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 14atm and a 3.5 x 13mm cypher stent was implanted at 20atm. The stent was post-dilated with a 3.5 x 13mm balloon at 10atm. It was noted that the diagonal artery within the region of the stent was "pinched". A whisper wire was advanced into the diagonal artery. A small dissection was then noticed and a balloon was inflated with good results. According to the investigator, the dissection was related to the index procedure and the cypher stent. Additionally, the patient's troponin level peaked at 0.08 post-procedure (uln 0.06). The patient was discharged the day after the index procedure. Despite multiple attempts, no further information has been available to date. The cypher stent remains implanted, thus unavailable for analysis. A review of the manufacturing documentation associated with this lot 15115510 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115510 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.